Event description:
Facility alleged pt developed dialyzer (first use) hypersensitivity reaction. Pt reported to be in stable condition after treatment was restarted. This is the second incident of two on the same pt (different dates).